Event description:
Article entitled ¿direct anterior hip arthroplasty and its early clinical results¿ written by lv mingyao, zhang jinqing, wang xingshan, huang ye, li wei, and zhang chunyu published was reviewed. The purpose of the study was to investigate the surgical technique and early clinical effect of direct anterior hip arthroplasty. 100 patients (116 hips) were involved in the study. 67 hips were implanted with trilock and 45 hips were implanted with corail. The remaining implants were competitor. There was no mention of the acetabular cup or liner. Adverse events (related to femoral stems/heads): 5 patients experienced post-op limb asymmetry. No treatment noted. 8 patients received blood transfusions. One hip with both a greater trochanter fracture and poor wound healing. No treatment noted. 15 intraoperative complications occurred. Intraoperative complications included femoral stem extrusion 2 hips switched to long-stem prosthesis (corail), femoral moment splitting 3 hips were treated with wire cerclage. Greater trochanteric fracture 4 had 2 hips fixed with tension band, and the other 2 hips had less injury and were not treated. Postoperative complications included deep infection (1 hip was treated with debridement and prosthesis retention¬), superficial soft tissue infection (1), hematoma (1), and poor wound healing treated with debridement (3). 35 hips had lateral femoral cutaneous nerve palsy after operation, and the symptoms were improved to some extent during follow-up to 3 months. No treatment noted.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.